Manufacturer narrative:
Concomitant products: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# v824010, implanted: (B)(6) 2012, product type lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the ins has not officially reached eri as it was at 2.8v. It was then stated that the battery was being changed out as it reached elective replacement indicator (eri) on an unknown date; the rep believed the eri was due to normal depletion. It was then reported that an impedance measurement was performed and resulted in impedance values for electrodes 1 <(>&<)> 2 being at 28 ohms; the patient was programmed on 3+, 1-, 2-; a battery revision was performed. A longevity calculation was performed with the following parameters: 3.2v, 210pw, 120hz, 718 ohms and resulted in eri after 22.5 months and end of service (eos) after 2.13 years. It was later reported that the implantable neurostimulator (ins) and extension were replaced but the impedances were still out of range so the health care provider (hcp) is planning to replace the lead at an unknown future date. Follow-up revealed that the cause of the previously reported product problem was not determined and the lead replacement has not been scheduled; the hcp plans to attempt to program around the out of range contacts. It was later reported that the lead was replaced on (B)(6) 2016 and the rep believed all system problems were corrected as impedances were normal. There was no known impact or consequence to the patient.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) is functional; however the battery is not in new condition. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). The lead was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the rep reiterated that the patient had out of range impedances and premature eri, leading to ins and extension replacement, with lead replacement scheduled on (B)(6) 2016. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.